Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, there is dirt in the unopened packaging. No patient impact reported.

Event description:
It was reported that prior to using bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, there is dirt in the unopened packaging. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but eight (8) photos were provided for investigation. The 8 photos show a device with darkened spots on the light blue wing. Therefore, this complaint can be confirmed based on the customer photos provided. Additionally, 100 retain samples were visually inspected for foreign matter on the wing. All samples passed testing exhibiting no foreign matter. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.